Manufacturer narrative:
Additional information: h6-(health effect clinical code 4): 2143. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iop increase, hyphema, vitreous hemorrhage, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (iop increase, hyphema, vitreous hemorrhage, and decreased/impaired vision) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference:(B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented on postop day one (1) with a macrohyphema described as approximately fifty-percent (50%) associated with elevated intraocular pressure (iop), and visual acuity characterized as "hand motion". Reportedly, the patient underwent an anterior chamber (ac) washout and vitrector procedure at postop week two (2) to treat the hyphema. Per report, there was no subsequent hyphema, however blood was observed in the vitreous, which self-resolved. The report noted the patient's most recent status as "off treatment" with the stents in "good position", and mostly symptomatic for dry eye (unrelated to device). A medical consultation was offered to the surgeon, however a response was not received. Additional information has been requested.